Manufacturer narrative:
Continuation of d10: product ID: afr-00001 product type: catheter; product ID: afr-00003 product type: mapping system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was an inability to generate an electroanatomical map. The 3d model started normally but, in some areas, magnetic interferences were observed, preventing geometry collection. The electroanatomical map was only partially created due to magnetic interference. The procedure was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.